Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 6/5/2017 a medtronic representative went o the site to perform system checkout and found that the disk drive was making loud noise. The disk driver was replaced. After the part was replaced system passed all testings. Issue was resolved and the system is performing as intended. On 6/16/2017 the suspected part was returned to manufacturer for evaluation. The reported issue could not be replicated. The returned part was able to load exams without any issues. There was no unusual noise from the drive.

Event description:
A site representative reported that the navigation system became unresponsive while loading exams with standard digital intercommunication of medicine (dicom). System was able to load the exams after reboot. Site representative also mentioned that there was a humming noise coming from the system, and the noise would stop when the system gets to application launch page. Issue was found outside of surgery. No patient present at the time of the issue.